Event description:
A malfunction alarm was reported on a pump, indicated by malfunction code 0, which recurred even after a reset. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.